Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a fresh oats procedure rar-4057s-dsp & rar-4057s-in were being used. During prep it was discovered that the large bolt positioning arm for the workstation was cross-threaded and would not tighten to secure the arm. This was so tight that it would not loosen either. It was also noticed that 2/4 threaded graft fixation pins were damaged and would not insert into the workstation properly, regardless of the hole being threaded. The rep stated the workstation was not suitable for graft prep for a very large allograft oats that required a whole distal femur, so freehand was not an option. The rep reported there was another account nearby that hadn¿t sent their loaner sets back, and they were able to obtain another workstation tray from there. However, this did delay the case 40 minutes while the patient was on the table. Additional information has been requested. Additional information received on 04/08/2020: the rep reported the patient had to receive more anesthesia due to the 40 minute delay. The case was completed successfully with the second tray. On 04/09/2020: the original provided complaint part numbers (rar-4057s-dsp & rar-4057s-in) represent loaner devices. The rar part numbers have been updated to their comparable ar numbers so the event can be properly submitted to the FDA.